Event description:
On october 26, 2009, the facility's biomedical engineer reported to baxter global technical services that on (B) (6), 2009 one syndeo syringe pump in which the patient felt sick after receiving 25mcg of fentanyl in 15 minutes without pressing button for extra dose, also the nurse mentioned that the pump gave 4mcg right away when she first started the pump. It is suspected the pump was not set up correctly. The facility's pharmacy techs went to the patient?s room to check pump setting, which were set up correctly as ordered. Dosage pca dose 13mcg delay 15minutes, continuous 50mcg per hour, one hour limit and 102mcg and no bolus. There was no medical intervention or patient injury according to the hospital representative. No further information is available.

Manufacturer narrative:
(B) (4)

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and reagent and did not generate an error message.no death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)